Manufacturer narrative:
The device was received. A follow up report will be submitted with failure investigation results upon completion of the investigation.

Event description:
It was reported from a nursing floor that a tubing separation occurred before use on a patient. The tubing set was brought to bedside, however, the set was not yet connected when the separation was discovered. It was observed that there was no glue seen on the tubing.

Manufacturer narrative:
The customer¿s report that the tubing set separated was confirmed upon visual inspection. A dimensional analysis was performed on the tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite outlet port). The outside diameter of the tubing measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿. Visual inspection, observed that the tubing was completely separated from the distal smartsite outlet port. Inspection under microscope also observed a gap of the tubing not being fully inserted into the smartsite outlet port and traces of insufficient solvent on the tubing. The tubing was found to be within specification. No functional testing of the returned set was deemed unnecessary due to a separation. The root cause of the tubing separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Device history record for model 2426-0500 lot 20043384 shows that the set was manufactured on 17 april 2020 with a total of 34,423 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported from a nursing floor that a tubing separation occurred before use on a patient. The tubing set was brought to bedside, however, the set was not yet connected when the separation was discovered. It was observed that there was no glue seen on the tubing. Customer confirmed there was no patient involvement in this event.